Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection with valve vegetation. The patient was treated with antibiotics. The physician opted to place an external pacing system with rv lead through the right internal jugular. There were no additional adverse patient effects reported. This rv lead was explanted.